Manufacturer narrative:
Device is a combination product. Promus element plus mr ous 3.00 x 24 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified damage to the mid- section of the stent. The stent struts in rows 9-10 from the proximal end of the stent had been lifted and pulled in a distal direction. This damage most likely occurred when the device was being withdrawn from the patient. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination (visual and via scope) found no issues with the bumper tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid- shaft section, and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-may-2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely calcified left anterior artery. A non-bsc stent was delivered to the distal lad, the patient had a vessel dissection. A 3.00x24mm promus element plus drug-eluting stent was advanced could not be delivered into the lad due to the poor passing ability. The procedure was completed with a different device. The patient suddenly had no blood flow and died the day after the procedure. However, returned device analysis revealed stent damage.